Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed the host pc's start-up issue. Upon troubleshooting, it was suspect that the peripheral connect interface (pci) card connection could be malfunctioned. To resolve the reported issue, the fse reconnected the related cards and cables. After the test, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.